Manufacturer narrative:
Complaint confirmed, one tab of the baseplate adaptor is broken. The edges of the adaptor are also broken and the proximal end of the device is deformed due to impaction. The cause of the broken tab is undetermined, however a likely cause is user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the blue tip on the ar-9165cdg impactor broke-off.